Event description:
After a procedure, a patient returned to the physician complaining of pain in his thigh. The distal platinum tip of the laser fiber was discovered in the patient's leg and was surgically removed.